Event description:
It was reported to philips that the system was not boot up properly, stuck at zero at start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during start up in the morning. The device was not in use at the time of the reported event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot. The customer attempted multiple shutdowns and reboots on the system, but the issue persisted. The rse analysed the logfile and confirmed that the flexvision pc was not recognized. The field service engineer (fse) visited onsite and upon functional testing the fse confirmed malfunctioning of the flexvision pc. The defective flexvision pc was returned for analysis, and it confirmed faulty hdd bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced the flexvision pc, hdd and installed the operating system software. Then the fse downloaded the board sw- firmware for the frame grabber cards and flexvision applications and configured the system. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.